Event description:
Dealer is stating an out of box failure, stating that the spreader bar on the recliner is stripped.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.